Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the advia labcell automation system. The cse determined that alignment adjustment was required of the automation system universal robot interface at a non-siemens instrument. The cse realigned the interface and the system is now performing to specification. No further evaluation of the device is required.

Event description:
The customer reported that while operating, the advia labcell automation system dropped a patient sample tube. The tube contents spilled. There are no known reports of exposure to biohazardous material due to the dropped tube. A duplicate sample was not available and a patient sample was redrawn. There are no known reports of patient intervention or adverse health consequences due to the dropped tube.